Manufacturer narrative:
Intuitive surgical inc. (Isi) received the axes controller platform (acp 5) board for failure analysis investigation. The unit was analyzed and in log reviews, multiple 32100 monitoring errors were seen pointing to a brake, confirming the issue had occurred in the field. During visual inspection, no issues were seen that would be related to the reported event. The unit was installed on a golden system where the component had functioned as designed. The system was left to idle for about 2 hours and had power cycled 10x with no faults or errors triggered. The complaint was confirmed based on the failure analysis. While the definitive root cause could not be established, possible cause includes electrical and fiberoptic defect pertaining to the axis 4, motor sus (set up structure). System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error(s) 32100 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted umbilical hernia ipom surgical procedure, an operating room (or) staff member called to report that while attempting to deploy the universal surgical manipulator (usm) arms for draping, the system repeatedly faulted with a 32100 error. The staff attempted to recover from the error and performed a hard power cycle per the intuitive surgical, inc. (Isi) technical support engineer (tse) 's guidance, but the fault persisted. The procedure was converted to another dv with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was used without any issues following that case, and there was no further information available regarding this event. However, on (B)(6) 2025, the same system experienced the same error 32100 again. The tse advised to shut down and restart the system, but the error persisted.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse found the error 32100 and reseated the axes controller platform (acp 5) board and the error did not reoccur. The fse also swapped the acp 2 board with acp 5 and the error did not follow. The boom was adjusted and the system worked fine. The system was tested and verified as ready for use. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error(s) 32100 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by reseating the axes controller platform (acp5).